Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2022. Low vault without rotation was reported and lens remains implanted. The cause of the event is unknown. The problem is not resolved.

Manufacturer narrative:
Patient information: unk. Work order search: found no similar complaints. Claim#: (B)(4).

Manufacturer narrative:
B1 - corrected to product problem. B2 - should be n/a in the inital MDR. Claim#: (B)(4).